Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b7 (medical history) was missed in the initial report, which was correctly updated in this follow up report. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on jan 29, 2025, and section h11 should be reported as: it was initially reported that a patient expired while using a trilogy ventilator. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacture was visually inspected the ventilator and did not detect any hardware defects on the device. The device was set up on the bench top and run for a warmup period. During this time there were no unexpected alarms or error codes generated. The device was tested on the trilogy multi-function test station and passed, apart from flow errors. There are also acceptable errors for software version and battery build dates that would be resolved by service. After testing on the multi-function test station, the device was set up with the incoming settings and ran on a quick lung, to ensure generation of patient disconnect alarm. The unit was allowed to stabilize and then the patient circuit was opened at the quick lung connection. The ventilator passed the post test on the trilogy multifunction test station, except for a few flow setpoints. The date of incident was reported on 04/11/2019, the manufacturer reviewed the original event log, and the device was not used for approximately 16 months. Manufacturer determined that the trilogy100 ventilator would not cause any patient harm. The manufacturer concludes that they could not confirm any failure of the ventilator, that would contribute to a patient harm. Sections d9, h2, h3 and h6 has been updated in this report.